Event description:
Event description guidant/crm received information that the rate/sense portion of this endotak c lead was capped. The shocking portion remains active. Another guidant rate/sense lead was implanted without issue.